Event description:
It was reported that the patient expired due to ventricular arrhythmia. There is no known allegation from a health care professional that suggests the death was device related. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.